Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 367 mg/dl. The customer's blood glucose was 233 mg/dl at the time of call. The customer did not experience any symptoms. The customer was treated in emergency room with insulin. Troubleshooting was done for high blood glucose and under delivery. Customer did not alleging possible pump under delivery. The customer's mother reported that the insulin pump was in auto mode during the incident. The insulin pump will not be returned for analysis.